Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2053256. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at catheter and hub junction. The following information was provided by the initial reporter, translated from chinese to english: when using the closed intravenous indwelling needle, it was found that the connection between the hose and the y-shaped catheter adapter leaked, and it could not be used.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at catheter and hub junction. The following information was provided by the initial reporter, translated from chinese to english: "when using the closed intravenous indwelling needle, it was found that the connection between the hose and the y-shaped catheter adapter leaked, and it could not be used."